Manufacturer narrative:
A siemens headquarter support center (hsc) specialist evaluated the instrument data, which indicated there was an open circuit between the integrated multisensor technology (imt) sensor and the imt sensor board. The data also indicated that a new sensor had been loaded and resolved the issue. The customer stated they performed an instrument clean, replaced the imt sensor and ran quality controls, resulting within range. The cause of the discordant, falsely elevated na results was due to an open circuit. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on 15 patient samples on a dimension vista 1500 instrument. The discordant results of 9 of the 15 patients were reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.